Event description:
Sorin group received a report that the s5 roller pump displayed an error message during the procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was dispatched to the facility to investigate. While at the facility, the service representative subjected the pump to a test run for approximately 2 hours and no problems were found. Although the service representative was unable to reproduce the issue, he did find that the level sensor cable was not properly connected. The level sensor connection was reseated, all other connections were checked and additional testing confirmed that the device was functioning properly. The motor control board was replaced at the request of the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.